Event description:
Customer reporting accidently swabbing a patient with a negative quality control swab (swab coated with heat-inactivated, non-infectious streptococcus c antigen). Follow up by the customer indicates patient is doing well and no apparent injury was sustained. Re-training occurred with staff to ensure proper procedure when collecting specimens.

Manufacturer narrative:
Investigation summary: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error source: phone.